Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer 2.2 failed and it was unable to open. The field service engineer (fse) confirmed that all sensors in the hardware test application (hta) were functioning properly. After swapping the drawer and module controller. The fse had observed no changes in the symptoms and replacing the latch solenoid was necessary to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed to open. The customer stated that this malfunction occurred while dispensing the medication to the patient care. There were no adverse events or injuries reported based on this event.